Event description:
Customer contacted haemonetics (B)(6) 2011 requesting a repair order for their orthopat machine stating it is the older style and it fits the criteria for being scrapped. Then on (B)(4) 2011, the customer's territory manager confirmed the machine made a noise and then experienced a blood spill. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2011 requesting a repair order for their orthopat machine stating it is the older style and it fits the criteria for being scrapped. Then on (B)(4) 2011, the customer's territory manager confirmed the machine made a noise and then experienced a blood spill. No injury or reaction was reported. Eval of the returned device confirmed the reported issues resulting in damage to various components. Upgraded software to the latest rev and machine is ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).